Event description:
The patient contacted animas on (B)(6) 2012, stating that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump under a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed no contamination or defects of the button contacts. The pump was disassembled for investigation and revealed no internal pump contamination or damage to the keypad flex components. Investigation was unable to duplicate or confirm the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.